Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/29/2024, it was reported by a facility representative via (B)(4) that an ar-6482 dw remote cord is exposed. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint was confirmed. One unpackaged ar-6482 serial number: (B)(6) was received. Upon visual investigation, it was noted that the cable was frayed at the base where it connects to the remote. Functional testing could not be performed due to damage to the device. A most likely cause can be attributed to misuse/mishandling due to damage to the device. Refer to investigation photos.